Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter read erratic and also inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable when attempted by medical surveillance in order to obtain additional information. As the time of the original call the patient stated "he did not have time to answer all the questions". The patient did not specify when the alleged issues began, however stated that he obtained results of "134, 92 and 70 mg/dl" on the subject meter, performed within an unknown time of each other. Based on statistical methodology the calculated difference in results exceeds lfs criteria for precision. In addition, the patient reported that he felt the result of "134 mg/dl" obtained on the subject meter was inaccurately high in comparison to his feelings or normal results. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient would not provide information on what medication, if any, he takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the meter issue but claimed that he received treatment from a doctor, however did not provide details on what treatment was received. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The subject test strips had not expired or been stored incorrectly. Product was replaced and requested back for evaluation. This complaint is being reported as the patient received medical intervention from a healthcare professional.